Manufacturer narrative:
Argus case (B)(4).

Event description:
Laryngitis [laryngitis]. Case description: this case was reported by a other health professional via local affiliate and described the occurrence of laryngitis in a male patient who received double salt dental adhesive cream (polident denture adhesive cream fresh mint) cream (batch number jl5v, expiry date march 2021) for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream fresh mint. On an unknown date, an unknown time after starting polident denture adhesive cream fresh mint, the patient experienced laryngitis (serious criteria other: serious per reporter). The action taken with polident denture adhesive cream fresh mint was unknown. On an unknown date, the outcome of the laryngitis was unknown. It was unknown if the reporter considered the laryngitis to be related to polident denture adhesive cream fresh mint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: on an unknown date, a male patient applied polident adhesive fresh on denture. On an unknown date, after using the product, the patient experienced laryngitis and returned it.